Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the patient reported shortness of breath, dizziness, dark stool and one low flow alarm (one lfa). Labwork revealed the patient hemoglobin level was 7 g/dl and inr was 5.0. During the work-up the patient had intermittent low flow alarms. The patient was treated with one unit of packed red blood cells (prbc's) before being transferred to (B)(6). Once at (B)(6), the patient received 2 more units of prbc's. While hospitalized for a gastrointestinal bleed, it was discovered the patient was found to have elevated inr and coumadin was withheld for two days. The patient received fresh frozen plasma due to the gastrointestinal bleed and elevated inr. On (B)(6) 2019, the patient received a esophagogastroduodenoscopy (egd) and push enteroscopy that noted 3 duodenal nodules with stigmata bleeding. The center reported the bleeding could have been the reason the patient inr was elevated. During the scope, a small arteriovenous malformation (avm) was noted to be bleeding. The reported nodules were cauterized and the patient received additional units of prbc's on (B)(6) 2019. The patient continued to have symptoms, anemia, dizziness and low flow alarms after hospitalization. The account reported coumadin was resumed on (B)(6) 2019. On (B)(6) 2019, the patient was discharged with a hemoglobin level of 8.7 g/dl and inr of 1.7. No further information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted for a major bleeding event. The patient received a blood transunion. No further information was reported.